Event description:
The customer stated that the architect folate control has shifted upward and is out of range high since the installation of the architect analyzer. The customer re-calibrated with no resolution. The customer confirmed that the instrument was contaminated and is requesting service to decontaminate the analyzer. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.